Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the liver. A direxion fathom-16 system was selected for use. During the procedure, when the microcatheter was introduced into the diagnostic catheter, it was noted that the microcatheter broke in the middle portion of its shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.